Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare provider reported "skin thinning and te exposure presented" for an unknown side. Device status is unknown.